Event description:
It was reported the pacing impedance was gradually increasing since implant to over 1500 ohms, but physician said it was related to the "tissue interface, not an integrity issue". Ventricular tachycardia and non-sustained tachycardia episodes were noted. The patient was brought to the ER per physician's instruction after the device had "gone off several times". It was determined that the patient had not been shocked, but rather meant the patient alert had been ringing. Reprogramming was done and patient was discharged with instructions to been seen by the clinic in two weeks. Nine days after ER visit, the patient died on (B)(6) 2010 with cause of death noted to be acute heart failure. Follow up revealed the physician could find nothing wrong with the lead and does not believe the lead had anything to do with the patient's death. The patient had not been pacemaker dependent.

Event description:
It was reported the pacing impedance was gradually increasing since implant to over 1500 ohms, but physician said it was related to the "tissue interface, not an integrity issue". Ventricular tachycardia and non-sustained tachycardia episodes were noted. The patient was brought to the ER per physician's instruction after the device had "gone off several times". It was determined that the patient had not been shocked, but rather meant the patient alert had been ringing. Reprogramming was done and patient was discharged with instructions to been seen by the clinic in two weeks. Nine days after ER visit, the patient died on (B)(6) 2010 with cause of death noted to be acute heart failure. Follow up revealed the physician could find nothing wrong with the lead and does not believe the lead had anything to do with the patient's death. The patient had not been pacemaker dependent.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Resistance/impedance increase. The ventricular pace impedance measurement was in the 300 to 400 ohm range until the week ending (B)(6) 2009 when the value began to increase. The min/max reading on the last week (B)(6) 2010 was 944/968 ohms. Later reported patient had been doing moderately exertional work and stated he was not feeling well with moderate dyspnea and required sitting up in a chair. Wife thought he fell asleep and checked on him 30 minutes later and he was pulseless and apneic. CPR performed by family. Paramedics found him asystolic. Acls provided with medications. Patient had ventricular fibrillation and was shocked once. Patient was in full cardiopulmonary arrest in the emergency room. Ultrasound revealed minimal cardiac activity and no palpable pulse. Medical records note impression - death due to bradycardic arrest.

Event description:
It was reported the pacing impedance was gradually increasing since implant to over 1500 ohms, but physician said it was related to the "tissue interface, not an integrity issue". Ventricular tachycardia and non-sustained tachycardia episodes were noted. The patient was brought to the ER per physician's instruction after the device had "gone off several times". It was determined that the patient had not been shocked, but rather meant the patient alert had been ringing. Reprogramming was done and patient was discharged with instructions to been seen by the clinic in two weeks. Nine days after ER visit, the patient died on (B)(6) 2010 with cause of death noted to be acute heart failure. There is no allegation from a health care professional that the death was device related.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Resistance/impedance increase. The ventricular pace impedance measurement was in the 300 to 400 ohm range until the week ending (B)(6) 2009 when the value began to increase. The min/max reading on the last week (B)(6) 2010 was 944/968 ohms.